Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections, g2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the camera head unstable image is related to the video communication failing to transmit to the processor as a result of cable breakage. The cable breakage is presumed to be due to improper handling. The instructions for use (IFU) states: · do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. · never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. · never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation of the asset found the image is unstable as the image flickers and cuts in/out due to a faulty cable unit. The device was repaired and returned to asset stock. A review of the repair history indicates the asset was last serviced on march 6, 2021; inspection only as no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition 3cmos camera head's image is unstable as the image flickers and cuts in and out. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.